Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2024. The patient had a sensor error 7 days after the sensor was inserted in the abdomen. On (B)(6)2024, the patient had been getting sensor error going on and off all day, and they didn´t took any blood glucose (bg) readings during that time. The patient was frail, and the spouse called paramedics. Before paramedics arrived, the spouse treated the patient with 1 butterscotch candy and 4 teaspoon of organic maple syrup. The paramedics took a bg reading of 40 mg/dl, treated the patient with IV glucose, and took them to the hospital. The spouse confirmed that the patient experienced an insulin shock or got overdose with insulin causing hypoglycemia. The patient was discharged after a few hours the same day. At the time of the report the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.